Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision, asr implants, reason for revision: pain, revision date: (B)(6) 2012. Update 20 august 2015: added revision date 18 february 2014, added surgeon's name, added hips side as left, updated hospital details, added patient's name and initials, added manufacture and expiry dates for products, updated file handler details, marked com as as legal. Queried stem details. Taken from scf 20 august 2015 .(pd 20 august 2015)